Manufacturer narrative:
Date rec'd by MFR: 03may2019. A blower assembly was returned for analysis. An investigation was performed and the analysis technician reported that the unit passed all testing and no faults were found with the blower assembly. The high blower temperature alarm (1122 error code) could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. The manufacturer's field service engineer (fse) performed troubleshooting. The fse ran the unit with the blower running for two days and was unable to duplicate the alarm; however, the reported alarm was confirmed in the device log. The fse replaced the blower assembly. The device passed performance verification testing following repairs.

Event description:
It was reported that the unit declared an error 1122 (blower temperature high). The device was in use at the time of the event; however, there was no patient harm.the event date was not specified; estimate used.